Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 509 mg/dl. Customer addressed bg level by delivering a bolus. Customer stated the cause of the high bg level was from not being able to monitor and adjust bg over the course of a day due to a failed sensor.